Event description:
It was reported that the customer had a enlite sensor graph versus blood glucose differences on the insulin pump. The customer's blood glucose level 49 mg/dl. The troubleshooting was performed. The customer was advised the issue is most likely due to sensor not situated properly in the isf preventing the sensor properly tracking changes in glucose. The customer was also advised that this maybe related to site location, rotations and insertion technique, tape type and technique. The customer was advised to call if issue recurs.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.